Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An export advance aspiration catheter was attempted to be used to treat a lesion in the right coronary artery (rca). There was no damage noted to the device packaging. The device was removed from the packaging as per IFU with no issues. The device was prepped as per IFU with no issues. Resistance was not encountered when advancing the device. The stylette was removed prior to aspiration. It was reported that aspiration could not be performed at all when the device was in the patient's blood vessel. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: one export advance aspiration catheter received for analysis. The syringe and aspiration line were also returned. Upon visual inspection no damage was noted to the catheter, syringe or aspiration line. The ID of the catheter was verified using an inhouse 0.014¿ guidewire. The major dual lumen profile and minor dual lumen profile both met specification measuring at 0.066¿ and 0.055¿ respectively. The hub connector on the aspiration line connected to the catheter hub with no issues. In an attempt to flush the catheter with water, a leak was noted coming from the aspiration line, therefore aspiration could not be performed. Upon closer inspection, a crack was evident down along the plastic hub of the aspiration line. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was determined the crack originated at the base of the luer and propagated towards the threads. The crack followed the part line and terminated within the threads. The direction of the crack was determined by the smooth appearance of the crack at the base, becoming more jagged at the threads. If information is provided in the future, a supplemental report will be issued.